Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The receiver was not provided for evaluation. The reported event of the receiver overheating could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Opened the case for internal inspection and the unit passed. Functional testing and data download was unable to be performed because the u5 getting hot when charged. Therefore the complaint of a over heating receiver was confirmed. A root cause could not be determined.